Manufacturer narrative:
The pump was received with cracked bleeding lcd and also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of their insulin pump being stolen from her home. The customer states her home was broken into and the device was stolen. The customer was advised that replacement pump would be sent out.